Event description:
(B)(4). For the past year I have been having extremely heavy periods accompanied by gushes and large clots. I have pain in my uterine area and lower back. The cycles last 2+ weeks. They are impacting my life and my health.

Event description:
(B)(4). On (B)(6) 2015 after a 26 day cycle I underwent a bilateral salpingectomy, d and c, and removed a cyst. Doctor reported that the right side coil was almost completely out of the tube and in the uterus. After the surgery I had a 4 day period (one week after surgery) that was normal amounts and no clots. No bleeding since then.